Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of historical data, and a review of labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A further review of non-conformances for the ict diluent was performed. No non-conformances related to the current event were identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the ict diluent or the architect c16000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on the architect c16000 processing module for a (B)(6) year old female patient. The following data was provided (customer's reference range: 2.10 to 2.55 mmol/l): initial result = 4.10 mmol/l, repeat = 2.32 mmol/l. No impact to patient management was reported.